Manufacturer narrative:
.

Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that a programming anomaly occurred. A system diagnostic test was performed, and a final interrogation was performed showing the change in patient's vns settings to unintended settings. But the settings were not corrected and patient had left the visit. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic.